Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad' messages) was confirmed. Upon investigation, the electrode belt failed a te recognition test. The rear therapy electrode pulse wire solder joint in the distribution node (dn) was broken. Additionally, the trunk cable connector was physically damaged, preventing the electrode belt from staying latched to a monitor. The root cause for broken solder joint could not be positively identified. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive "adjust belt" and "check therapy pad' messages.